Manufacturer narrative:
The customer technical advocate (cta) reviewed the instruments logs and noticed a cuvette with a high sd on the water blank read. The cuvette and cuvette washer dry tip were replaced and there have been no further reports of discrepant results. The cuvette drying tip and cuvette were determined to be the likely cause for the issue. A review of the service history for the architect serial (B)(6) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the cuvette drying tip and cuvette identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further information was provided.

Event description:
The customer reported falsely elevated phosphorus results on the architect c8000 analyzer. Sample ID (B)(6) generated an initial result of 2.830 mmol/l and retests of 0.83, 0.85, 0.83 and 0.85 mmol/l. No impact to patient management was reported.